Event description:
It was reported that this pacemaker was suspected to be depleting prematurely, decreasing from nine years to 7 years in one year. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended consultant indicated that the device will not deplete to eri battery status within 90 days. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.